Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while onsite servicing the imaging system, a service engineer briefly looked away while driving a collimator cart; pinching his finger between the cart and the system. His finger was broken and required medical attention.

Manufacturer narrative:
The root cause was determined to be user error as the field engineer didn't stop pushing the collimator cart when he was distracted and looked around instead on the pathway of the collimator cart. As a result, his hands were pinched between the collimator cart handle and gantry. Labeling includes a section for collimator exchange with cautions for transporting the collimator carts to ensure pathway is clear and walk is slow and careful. The applied mitigations are effective and reduce the risk to as low as reasonably practical. No further practical mitigations are available to reduce the risk. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.